Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-13540, 2017865-2019-13541, and 2017865-2019-13543. During a clinic follow-up, high capture threshold, loss of capture, and loss of sensing were noted on four right atrial (ra) leads. Diagnostic imaging was performed and revealed all four ra leads were dislodged. The ra leads were repositioned to resolve the event and the patient was stable and will continue to be monitored.